Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patients ipg was unable to communicate with a controller after having surgery (unrelated to scs system) . A sjm representative confirmed the ipg was inoperable. Surgical intervention was undertaken in (B)(6) 2016 (exact date unknown) wherein the scs system was explanted. Reportedly, sjm representative was not present at the explant surgery.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.